Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that unexpected pauses in ventricular pacing were noted via holter monitoring.